Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal set up joint (psuj) involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the customer reported complaint. Psuj was installed on the system and error 319 was triggered. Psuj was tested on the psc fixture test platform (pftp) machine and failed the node check. The fiber optic cable will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated non recoverable fault. The customer rebooted the system every time to recover the fault. The customer stated that when universal surgical manipulator (usm) 4 was touched, the system had an error. After a power cycle, the error logs were cleared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the proximal set up joint (suj). The system was tested and verified as ready for use. Isi has requested the proximal suj involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was not conducted by technical support when the customer called for troubleshooting assistance as the onsite connectivity was not available at the time of event. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sk0447. This complaint is reportable malfunction event due to the following: it was alleged that the system had repeated non recoverable fault. The customer rebooted the system every time to recover the fault. An isi fse confirmed the customer reported complaint and replaced the proximal set up joint (suj) to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.